Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer 1 had failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open when user tried to issue medication. A technical support specialist (tss) found that the matrix drawer 05 was highlighted in yellow in populate buttons, which then shifted to drawer 01 after a reboot and remained in a failed (yellow) state, indicating intermittent drawer communication or status abnormality. Further a field service engineer (fse) confirmed that the user pulled up all drawers and none of the drawers had any issues. The user tested and did not find anything wrong. The system functioned as intended after the technical support specialist and field service engineer verified the device.